Manufacturer narrative:
The motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to a motor error alarm. The device had a scratched display window and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.